Event description:
It was reported by an impulse dynamics field representative that a patient came in for a lead revision for one of the medtronic leads attached to the osm ipg. The lead was curled up into the pocket behind the ipg upon opening of said pocket. After repositioning the dislodged lead, normal sensing and threshold numbers were achieved, but upon plugging in the revised lead into the header of the ipg, the field rep observed what appeared to be emi interference through the impulse dynamics intelio programmer. Both leads were reset, the helix was dried, and both leads were retested, but the interference continued. The decision was made to swap the ipg, which occurred and functioned without problems. The cause or source of the reported interference remains unknown. The explanted ipg is expected to be received by impulse dynamics USA in marlton, new jersey in the coming weeks for further evaluation.